Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. The customer declined ge service. No repair information available.

Event description:
The hospital reported a system malfunction preventing mechanical ventilation. There was no report of patient involvement.